Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned however the pumps operators manual indicates that the pump will alarm "no disposable" if a cassette is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review could not be performed in that no specific product was identified.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4, d5 and g5 are unknown. No product information has been provided to date. Lot/serial number not provided.

Event description:
It was reported that the pump exhibited a no cassette alarm. No patient injury was reported.